Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the rewind was noisy. Customer stated that they received random no delivery alarms, customer stated alarms were faint and hard to hear. Customer stated that the insulin pump took a while to turn on, after battery change. The device will not be returned for analysis.